Event description:
It was reported that the pump was hot to touch while charging. There was no reported impact on the customer's blood glucose level. The customer declined further troubleshooting, and no additional actions were taken.